Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Customer¿s blood glucose level was 135 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.